Manufacturer narrative:
The cause of the major bleed was not determined since product was not returned and insufficient clinical details provided. The device passed all the post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella cp experienced a gastrointestinal bleed. The patient was transfused four units of packed red blood cells and two units of platelets. The patient continued to decompensate, requiring pressors. Later, care was withdrawn and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.